Manufacturer narrative:
Journal article reference: le¿on jim¿enez j, roa garrido j, camacho freire sj, díaz fern¿andez jf. Trapping as retrieval technique to resolve a ruptured and entrapped coronary balloon catheter. Catheter cardiovasc interv. 2017;00:1¿4. Https://doi. Org/10.1002/ccd.27216. Event date populated as date published online. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Three resolute onyx rx drug eluting stents (2.75 x 26mm, 3.0 x 38mm and 3.50 x 12 mm ) were deployed in the medial lad to lm to treat a dissection. It was noted using visualization software that severe under-expansion of the stent had occurred. A non-mdt balloon was used to aggressively post dilate. No clinical sequalae reported for the stents implanted.

Manufacturer narrative:
Image review: images in the journal article capture the lesion in the proximal lad, the retrograde dissection was also visible in the cine images contained in the journal article. The images in the article capture a stent after post dilation was carried out. The deployment difficulties were not captured in the article images. Additional information: the journal article reported that the nc euphora balloon burst probably due to calcium spicules. The patient has a previous medical history of hypertension. If information is provided in the future, a supplemental report will be issued.